Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll wallmate 5.4qt beige was broken. This was discovered before use. The following information was provided by the initial reporter: material no: 305550 batch no: 9210930. It was reported that the product was broken.

Event description:
It was reported that sharps coll wallmate 5.4qt beige was broken. This was discovered before use. The following information was provided by the initial reporter: material no: 305550 batch no: 9210930 it was reported that the product was broken.

Manufacturer narrative:
H.6. Investigation summary a sample and photo representation was provided, and additional evidence of original packaging was available. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months. There were no manufacturing or material defects reported that could have caused or contributed to the reported incident. An investigation was performed to review the current manufacturing processes. All material is 100% inspected by the production department. Also, a second inspection is performed based on an aql sampling plan by a quality auditor. It is likely that the damage occurred after distribution and was damaged in transit during shipping or handling. Bd will continue to monitor the complaint for any trends. H3 other text : see section h.10.